Manufacturer narrative:
According to the surgeon poor bone quality coupled with deficient anterior column may attributed to the event. Batch review performed on 23 january 2018 (B)(4).

Event description:
During the trial reduction the cup spinout of the acetabulum. The surgery was completed successfully using another cup.